Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a procedure utilizing an impella device, the white hub on top of the micropuncture transitionless stiffened cannula access set dilator was coming off. Four sets of the same lot number (8452618) were used during the procedure; the same incident was observed with each dilator. It was noted that the access sites had been previously used. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, quality control, and a visual inspection of the returned devices were conducted during the investigation. Both used and unused samples were returned for examination. The visual inspection of the returned devices confirmed the reported product failure of sheath separation in at least one sample. Other samples exhibited stretching and bending. Only one device was returned in an assembled state; all other devices were evaluated separately. The unopened devices which were returned all underwent pull testing to failure. Though the data generated by these tests was not normal and no conclusions could be made about process capability, all of the data was well above the tensile requirement for the tested devices. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned products, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.